Event description:
It was reported to boston scientific corporation that a captivator ii snare was used during a colonoscopy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, while attempting to remove the second polyp the loop detached from the pull wire. Forceps were used to remove the snare loop from the patient. The procedure was completed with another captivator ii snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Investigation result: visual evaluation of the returned device showed that the loop cannula had completely detached from the wire. Further analysis also revealed that the core wire was not broken, instead a metallic mass, which was not part of the core wire was found obstructing the internal channel of the cannula. As a result, the core wire could not be fully inserted in the cannula. The core wire had crimping marks at the welding ball. Complaint confirmed, the loop cannula completely detached from the wire. This was likely due to a supplier manufacturing issue. The supplier has since completed an investigation to address this issue. A review of the device history record (DHR) was performed and no deviations were found. A search of the complaint database confirmed that no similar complaints exist for the specified batch. .

Event description:
It was reported to boston scientific corporation that a captivator ii snare was used during a colonoscopy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, while attempting to remove the second polyp the loop detached from the pull wire. Forceps were used to remove the snare loop from the patient. The procedure was completed with another captivator ii snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Reported event of snare loop detached. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.